Event description:
Recieved info from user facility that "slivers" (metal shavings) occurred when burring during a shoulder arthroscopy. Unsuccessful attempt to flush out all of the metal shavings. No delay or alteration in procedure, and no injury reported.